Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had high impedances due to migration of drg leads. Patient reportedly had a minor fall and was experiencing ineffective therapy. As a result, surgical intervention took place on (B)(6) 2024, wherein the leads were explanted and replaced to address the issue. Additionally, ipg was also replaced during the procedure since the physician was unsure if the impedances were due to the issue with leads or the ipg.